Manufacturer narrative:
Report prepared by rep. This malfunction was reported to fisher & paykel healthcare by a distributor. The product is not sold in USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Method: all returned devices were visually inspected. Results: out of the 19 samples returned, 18 packs were missing a 12p-8m offset adapter and 1 had a missing pressure line. Conclusions: the device was out of specification. We are aware of other complaints of this nature with an occurrence rate of 0.03% worldwide for the last year. We have an open CAPA to address this issue.

Event description:
A distributor stated, that when they received the rt127 infant breathing circuit the adaptor was missing. This fault was found during an inwards goods inspection.